Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain and spinal pain. It was reported that starting on (B)(6) 2018 the coupling became erratic and was getting 0-8 bars in the same position. The patient charged for hours on (B)(6) 2018 and the ins would not hold a charge. The patient thought the coupling issue was related to the level of charge on the recharger, so the patient charged that all night. The rep did an antenna locate and noted getting between 56-76. The rep was charging in office and it was between 0-25% and coupling was varying from 0-8. The rep was going to continue charging so they could interrogate the ins with a clinician programmer and check recharge statistics. No symptoms or further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain and spinal pain. It was reported that starting on (B)(6)2018 the coupling became erratic and was getting poor coupling (0-8 bars) in the same position. The patient charged for hours on (B)(6) 2018 and the ins would not hold a charge. The patient thought the coupling issue was related to the level of charge on the recharger, so the patient charged that all night. The rep did an antenna locate and noted getting between 56-76. The rep was charging in the office and it was between 0-25% and coupling was varying from 0-8. The rep was going to continue charging so they could interrogate the ins with a clinician programmer and check recharge statistics. No symptoms or further complications were reported. No further complications were reported or anticipated. Additional information was received and it was reported that the cause of the erratic coupling was possibly an antenna issue. A new antenna was sent and the manufacturing representative didn't know if the issue had resolved. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.